Event description:
The customer reported that the device failed the opcheck defib test.

Manufacturer narrative:
The customer reported that the device failed the opcheck defib test. Philips evaluated the device and confirmed the customer's symptom. The device failed the defib test. Multiple parts were replaced to resolve the issue. The device passed all testing and was returned to the customer. Because multiple parts were replaced we are not able to determine the cause of the malfunction.